Event description:
Pt contacted depuy spine reporting an adverse event following spinal surgery. Pt described his condition as a dural leak due to erosion associated with contact with the crosslink.

Manufacturer narrative:
No definitive conclusions can be made at this time. Based on the opinion of the implanting surgeon and review of the medical records by our consulting surgeon, the event does not appear to have been device related. Pt physiological factors may have been contributory including possible scarring from prior surgery, other abnormalities in the vertebral body as well as the possibility of adjacent level disease. In addition, if the device actually caused the dural leak that was identified during the removal of the hardware than this leak would very likely have been detected in the pre-operative CT scans, but there was no notation of such a leak being detected prior to the surgery.